Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (B)(6) was to receive a lead extension at the conclusion of the scs trial. It was reported that during the procedure, the physician experienced difficulty inserting the lead into the extension header. It was noted that the physician turned the screw one half turn and the screw fell out. The physician then replaced the lead extension without issue. This event extended the procedure by approx 5 minutes.